Manufacturer narrative:
Reason for reoperation due to "large lump by the left breast under the arm pit, pain, hard,¿ and ¿fluid extracted." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "large lump by the left breast under the arm pit, pain, hard,¿ and ¿fluid extracted.¿ device remains implanted.